Event description:
It was reported that during advancement of a 4.5x8mm nc trek along an all-star guide wire, resistance was met before going into the patients anatomy. The nc trek was removed with resistance. The guide wire was wiped down again and the nc trek was re-flushed. The same nc trek was advanced again on the same wire. Once at the tuohy, resistance was met and the nc trek was removed again with resistance. Another nc trek was able to post-dilate the implanted xience xpedition stent located in the right coronary artery (rca). Upon removal of the second nc trek, resistance was encountered. The device was able to be removed, completing the procedure. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The first rx nc trek 4.50 x 8 mm dilatation catheter mentioned and the unknown hi-torque allstar guide wire mentioned are being filed under separate manufacturer report numbers. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.